Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was revised because it had pulled back, but it was not dislodged. The lead had prolapsed and they were seeing high thresholds of 2.4v @ 1.0ms. Thresholds had been 2.4v 2 0.4ms. This lead remains actively implanted and no adverse patient side effects were reported. Should additional information become available, this event will be updated.